Event description:
It was reported that during an unknown procedure, the surgeon proceeded with the intestines and found that some staples were malformed after firing. The surgeon changed to hand sewing to complete the procedure. Because, the patient had (B)(6), the sample was discarded. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.